Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 50 days. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 for elective colonoscopy and polypectomy as part of the transplant workup. The colonoscopy was performed on (B)(6) 2017 and two polyps were removed in the ascending colon, one in the transverse colon and one in the rectum, all using hot snare with hemoclips for hemostasis. It was recommended to not bridge with heparin due to the risk of bleeding, however, the patient started on a heparin drip shortly after returning to the floor. The patient did note some bleeding with bowel movements the evening of (B)(6) 2017 and hemoglobin and hematocrit dropped from 8.6/26.2 to 6.1/18.7 from (B)(6) 2017 to the following day when heparin was stopped and the patient was transfused with 2 units of packed red blood cells. Coumadin had been held starting on (B)(6) 2018 in preparation for the colonoscopy. The patient was given 3 mg on (B)(6) 2018 day and 5 mg the following day. Testing of pt/inr/ptt on (B)(6) 2018, pre-procedure was 15.6/1.36/31.2. The following morning it was 18.2/1.59/71.2. The patient remained on aspirin the entire time. Heparin was given from 12:34 pm on (B)(6) 2018 to 08:54 on (B)(6) 2018. The patient continued with blood in stool, though not as much. H & h post transfusion 8.5/24.4, dropped to 8.0/24.4. B the patient was rescoped on (B)(6) 2018, where the sight of the rectal polypectomy showed signs of recent bleeding. This was injected with approximately 4-5 cc of diluted epinephrine, apc was applied, and 3 hemoclips were applied to the area. There was no evidence of active bleeding following intervention. Aspirin was held the same day as was coumadin and heparin. Aspirin and coumadin were resumed on (B)(6) 2018 (aspirin at 325 mg, coumadin at 3 mg.). The recommendation was to allow inr to slowly trend upwards. The patient was given octreotide 100 mcg sub-q tid from (B)(6) 2018 through discharge. H & hat discharge was 8.0/23.4. Inr was 2.67.